Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on four (4) patient samples with the simplexa covid-19 direct assay. Run analysis of the simplexa results from (B)(6) 2022 are as follows: sample ID (B)(6): orf1ab (39.5); sample ID (B)(6): orf1ab (39.5); sample ID (B)(6): orf1ab (39.6); sample ID (B)(6): orf1ab (39.3). Based on these results it appears either: the samples were near the limit of detection of the simpexa assay with only 1 target detected and cts above the typical 22-32 CT detected range, or the instrument had issues with the joe channel as orf1ab was the only target being detected. The amplification curves for the orf1ab were very erratic, non-sigmoidal and had a sharp amplification around 36 cts going from 0 to crossing the threshold around 39 cts. An fas visited the customer site to investigate and it appears to only have happened that one time with only 1 instrument. It is not known what happened with that initial run and it has not happened since. No issues were detected during the fas visit. The customer's device and suspected false positive samples were not provided for investigation. Batch record review showed the critical component, reaction mix mol4151 lot# us13739, met all qc release criteria prior to kit release. Mol4151 lot# us13739 was tested using positive controls and no-template controls (ntc). Positive controls were tested in quadruplicate and resulted in zero (0) occurrences of false negatives in any of the covid-19 targets. All positive controls were detected at an average CT = 26.4 (s gene), 27.5 (orf1ab), and the internal control avg CT = 32.1. No malfunctions occurred during qc release testing. Retains of the suspected device were previously tested on (B)(6) 2022 with 14 replicates (2 discs of 7 pc each) of mol4160 positive control. Both times the targets were detected on all replicates (s gene = 25.3, 27.2 / orf1ab = 25.7, 27.1) and no template control (ntc) passed without issues. No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. It is not possible to determine a definitive root cause at this time. This is the 1st complaint on mol4150 lot# us13542 for suspected false positives.

Event description:
Diasorin molecular llc received a complaint alleging false positive results on four (4) patient samples with the simplexa covid-19 direct assay. The customer confirmed no alleged harm occurred. Patient health information and sample collection method was not provided.